Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging their controller and the issue began friday. Patient stated they charged their implanted neurostimulator completely and when they went to plug the controller into the ac power supply, the controller wouldn't charge. Patient said they reset the controller and cleaned all the contacts with rubbing alcohol and dried them off, but the issue was not resolved. Patient mentioned they tried aa batteries and the controller would power on, but they couldn't charge anything in their back. During the call patient verified no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Patient removed the battery pack and plugged the controller in the wall; patient mentioned controller did not power on but confirmed a green light on the ac power supply. Agent instructed patient to try another outlet and patient confirmed controller did not power on. Agent instructed patient to re-insert battery pack into controller; controller showed patient saw battery low, recharge the controller soon message. The issue was not resolved. A replacement ac power supply was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.